Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and corrected device information. A pump and two cylinders were received for evaluation. Examination and testing of the returned component revealed a separation, with abrasion adjacent to it, through the serialized strain relief of the pump. Testing revealed this to be a site of leakage. Two partial separations were noted on the inlet tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on the non-serialized strain relief of the pump. No functional abnormalities were noted with either cylinder. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Based on examination of the returned product, it was concluded that the abrasion marks noted on both pump exhaust strain reliefs matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the serialized strain relief of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the strain relief at this site. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction tubing leakage, only pump was exchanged.